Event description:
The customer reported to olympus, the visera elite xenon light source lamp malfunctions, zenon bulb will not light. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the following were found: minor scratches on top cover and front panel display, minor stains on rear panel, zenon bulb would not light, the unit was inspected and found faulty power supply caused non-olympus lamp to not turn on, work out socket slider switch caused intermittent use of high intensity mode, igniter was firing weak and the non-olympus lamp meter was reading below 50 hours, light intensity output measured with in range. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.